Manufacturer narrative:
Walkmed infusion is submitting this follow up medical device report to disclose pump serial number (B)(4) product evaluation. The product evaluation concluded the device in question failed the "open state free flow" test due to a worn door latch.

Manufacturer narrative:
Based on a revision to the risk analysis for the triton infusion pump, in which the severity rating for free flow was revised, walkmed infusion performed a retrospective review of product complaints for triton infusion pumps. Complaints reassessed as having the potential for severe injury or death are now deemed MDR-reportable. As a result of walkmed's retrospective review, this MDR is being submitted beyond the 30 day time-frame. Walkmed infusion observed the device in question failed the "free flow" test. However, walkmed infusion was unable to identify the root cause. A follow up report will be sent within 30 calendar days to disclose any device evaluation updates.

Event description:
During walkmed infusion's product evaluation of the pump, the device was found to fail the "free flow" test. The pump was originally returned to walkmed infusion for periodic maintenance.